Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a loss of therapeutic effect and the stimulation was in the wrong location. This began following a surgical revision. The patient is not experiencing good relief on either the left or right side; the location of the symptoms is the area of paresthesia. Additional programming changes are made to accommodate positional changes; the patient can feel stimulation but this is positional. The patient is reported to be in 'fair' status. A follow-up will be sent if additional information becomes available.